Event description:
It was reported that after undergoing da vinci-assisted hysterectomy procedures, six patients experienced post-operative deep tissue/organ infections. The six surgical procedures were performed on the same da vinci surgical system; however, the cases were performed by 2 different surgeons on various dates. No further details were provided regarding the infections. It is unknown what medical intervention was rendered to the patients as a result of the post-operative complications. It is also unknown if the surgical procedures were performed in the same operating room (or). Intuitive surgical, inc. (Isi) has confirmed that the site¿s sterilization methods have not changed. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the cause of the reported post-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2022 has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted hysterectomy procedure, the patient experienced a post-operative deep tissue/organ infection. It is unknown what medical intervention, if any, was administered due to the post-operative infection. In addition, the cause and severity of the post-operative complication is unknown. Note: refer to the following medwatch reports (MDR) with patient identifier #s (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6) for MDR submission of the 6 post-operative infections with unknown cause.